Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's husband reported that the patient's implantable pulse generator (ipg) was "dropping below the set rate." It was noted that the patient experienced bradycardia. The ipg remains in use. No further patient complications have been reported as a result of this event.